Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in-clinic with myopotential over-sensing from their implantable cardioverter defibrillator. Programming changes were made to address the issue during the same visit. Patient was stable after the event.